Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2021. D6b: explant date: 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7078135. UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial:(B)(6). Batch: 512774. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 27083433. UDI: (B)(4).

Event description:
It was reported that the patient developed a spine infection. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.